Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had a stuck button alarm. Customer¿s blood glucose was 158 mg/dl at the time of incident. Customer stated that the insulin pump alarmed stuck button after the button was pressed down for 3 minutes or longer. No troubleshooting was performed. Insulin pump is not expected to return for analysis.